Manufacturer narrative:
During use of the 5f mynxgrip vascular closure device (vcd) of an interventional coronary procedure, the balloon got out from the vessel during the step (gently pull back two stops). There was no patient injury or hospital stay extended. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial with the stick location in the femoral artery. The mynx was prepped according to the instruction for use (IFU). There was no scar tissue present in the vicinity of the puncture site. A retrograde approach was made. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle with stopcock close, the procedure sheath was on the catheter, fully retracted, and the advancer tube was observed to have been on the catheter, covering the balloon proximal tip as received. The sealant and syringe were not returned with the device. The returned syringe was not a mynx provided product. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. Visual inspection at high magnification revealed that there was no saline in the balloon of the returned device. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase which may have contributed to the reported failure. A product history record (phr) review of lot f1821203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed through analysis of the returned device. However, the exact cause of the issue reported could not be conclusively determined during analysis. Based on the information provided and the investigation performed, the issue experienced could be attributed to incorrect prep of the balloon during the preparation phase as directed in the IFU as evidenced by the lack of saline in the balloon of the returned device and too much tension applied to the catheter during the procedure. According to the instructions for use, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information was received and the UDI number is (B)(4). Description of event was updated: during use of the mynxgrip vascular closure device (vcd) of a interventional coronary procedure, the balloon got out from the vessel during the step(gently pull back two stops). There was no patient injury or hospital stay extended. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial wit the stick location in the femoral artery. The mynx was prepped according to the instruction for use (IFU). There was no scar tissue present in the vicinity of the puncture site. A retrograde approach was made. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynxgrip vascular closure device (vcd), the balloon got out from the vessel during the step (gently pull back two stops). There was no patient injury.